Event description:
Boston scientific received information that this patient had been flown to a hospital for treatment. The patient had received anti-tachycardia pacing (atp) therapy and sixteen shocks which did not convert the patient. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional information were unsuccessful. This system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received confirming the therapies that were delivered were deemed to be appropriate. No programming changes were performed during the patient's hospital visit. This product issue will be updated if additional information is received.